Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected out-of-range left ventricular (lv) lead impedance measurements. No adverse patient effects were reported. Attempts to obtain additional information were unsuccessful. All available information indicates that the device remains in service.